Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("lower back pain"), dysgeusia ("metal in mouth"), arthralgia ("hip pain / knee pain") and anaemia ("anemia"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, back pain, dysgeusia, arthralgia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery,patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 27-feb-2018: upon review it was found that this case ((B)(4)) is duplicate of case (B)(4). All source document and information from this case was transfered to retension case ((B)(4)). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse "), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("lower back pain"), dysgeusia ("metal in mouth"), arthralgia ("hip pain / knee pain") and anaemia ("anemia"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, back pain, dysgeusia, arthralgia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery,patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 16-nov-2017: events " painful menstrual cycles,painful intercourse, pelvic pain, abdominal pain, heavy vaginal bleeding, lower back pain, metal in mouth, knee pain, hip pain, and anemia" are added. Essure implant date and removal date were updated. Reporter information updated. Reporter causality comment updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.